Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to intergluteal and subscapular area in (B)(6) 2020 and (B)(6) 2021 may have developed paradoxical adipose hyperplasia (pah/ph).

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to intragluteal and subscapular area in (B)(6) 2020 and (B)(6) 2021 may have developed paradoxical adipose hyperplasia (pah/ph).

Manufacturer narrative:
H11 - corrected data: g3 of the previously submitted report (emdr-11654) should have been captured as 06/apr/2022.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the inner thighs and bra roll areas on (B)(6) 2020 and (B)(6) 2021 using the cooladvantage, coolfit and coolcurve applicators who may have developed paradoxical adipose hyperplasia (pah/ph) post treatment.